Event description:
Information received indicates the bed has no functions working. The head section is in the raised position.

Manufacturer narrative:
The technician isolated the issue to the hand pendant. He replaced the hand pendant to repair the bed.